Event description:
It was reported that a revision surgery was performed due to extrusion of the conductor link. The device was still functional, however during the surgery the conductor link had to be cut. The patient was therefore re-implanted with a new vibrant soundbridge.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.